Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The returned sensor was investigated in-house, however, the testing results did not inicate any malfunction of the sensor. However, based on the in vivo sensor data review, it potentially had an intermittent led disconnect. The system correctly disabled the sensor due to performance failure. An RMA was authorized to offer the user a sensor replacement.

Event description:
On jul. 31, 2023, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.